Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. A follow up call to the customer was made, but she declined to troubleshoot the insulin pump. She stated that she was hospitalized because she did not have the correct settings in the insulin pump. Her doctor gave her the correct settings, and she had no problems after that. Nothing further was reported.